Event description:
It was reported that the infusion device shut off without first providing an error or alert message. Due to this issue the customer had a hyperglycemia and was admitted to the hospital with a diabetic ketoacidosis at afternoon. In hospital the customer passed out from cardiac arrest and was revived by hospital staff.